Event description:
It was reported that the patient's high voltage portion of the right ventricular (rv) lead had a spike of high impedance. The lead remains in use. No patient complications have been reported as a result of this event.